Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (d9, h3, and h4) and a correction to field (g2). The device was evaluated by olympus, and the operating pipe of the slider was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported events might be one of the following: mechanism 1: 1.) The loop was placed around the body tissue. 2.) The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3.) The slider was pulled to tighten the loop. 4.) Because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5.) The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6.) Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7.) Because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. 8.) The slider was forcefully operated in state of ¿7¿ description causing the operating pipe of the slider to deform and break. Mechanism 2: 1.) The sheath was bent near the handle. 2.) The operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3.) The operating pipe deformed and broke because the slider was forcefully operated. 4.) Due to above, the loop could not detach from the hook. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to ¿emergency treatment¿ and ¿equipment to be used in an emergency." ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. N this case, refer to ¿emergency treatment¿ and ¿equipment to be used in an emergency." ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to ¿emergency treatment¿ and ¿equipment to be used in an emergency." ·never use excessive force to operate the instrument. This could damage the instrument. ·straighten out the portion of the instrument that extends from the biopsy valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a diagnostic colon examination, the single use ligating device was used to remove a polyp. After tightening the wire, an attempt was made to release it, but the loop at the tip would not come off of the ligation device. As it would not come off no matter how much it was pushed or pulled, the wire at the hand side was cut and the loop that had been placed was cut with a loop cutter. The ligation device was then retrieved. As the loop had been tightened, the lesion was removed and the procedure was completed. There was no reported patient impact.